Event description:
It was reported that during inspection for use the subject device had difficulty in attaching the lens, poor visibility. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11 the device was returned to olympus for inspection and the reported failure, difficulty in attaching the lens, was confirmed and poor visibility was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor watertightness of cable unit, water tightness was lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because coupler unit was worn out, the scope cannot be attached smoothly and due to poor watertightness of cable unit, water tightness was lost. In regard to the malfunction "poor visibility", based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.